Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously unknown); correction made to a2: age at time of event: 63 year(s) (previously ni); correction made to a3: sex: female (previously ni). Additional information was added to h3, h4 and h6. H4: the lot was manufactured between june 24, 2019 to june 25, 2019. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed, the bladder ruptured in a footing position. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause is manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce intermate lv 250 ml ruptured during patient infusion. The device was filled with ampicillin 12mg/ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.